Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: during testing, the pump powered on to blank display screen. The initial complaint of a dim and discolored display screen was unable to be fully tested due to this. The pump cover was opened and the display screen was found to be cracked. A test screen was installed and was fully visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.